Event description:
The hospital staff attempted to use the device during an elective cardioversion procedure to administer a synchronized countershock to a pt using disposable defibrillation electrodes. The device allegedly failed to discharge during the first two countershock attempts. Subsequently, standard external paddles were used to successfully deliver the countershock. The pt's outcome was described as ok.